Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Essure start date discrepancy (B)(6) 2012 or (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded wires at the cornua.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, chronic cervicitis, vaginal pain and heavy periods in 2022 and obesity. Concurrent conditions were listed as menorrhagia and pelvic pain since 2022. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy,cystectomyon (B)(6) 2022). Essure was removed on (B)(6) 2022. The reporter considered embedded device to be related to essure administration. The reporter commented: no more than one essure related surgery essure start date discrepancy (B)(6) 2012 or (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.492 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: uterus with cervix, bilateral fallopian tubes, and left ovarian cyst -pelvis-laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies and left ovarian cystectomy benign serous cystadenoma of the {left} ovary superfecial adenomyosis poorly developed proliferative endometrium no atypical endometnal hyperplasia polyp, chronic endometrrns, or malignancy chronic cervicitis, squamous metaplasia. And nabothian cyst; of the cervix uteri right fimbriated fallopian tube complete cross-section reveals no pathological abnormalities left fimbriated fallopian tube complete cross-section reveals a hydatid of morgagni. Gross examination: myometrium: appearance: tan-white, embedded wires at the cornua. Specimens: uterus, cervix, bilateral fallopian tubes left ovarian cyst pertinent history: menorrhagia, pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded wires at the cornua.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, chronic cervicitis, vaginal pain and heavy periods in 2022 and obesity. Concurrent conditions were listed as menorrhagia and pelvic pain since 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy,cystectomyon (B)(6) 2022). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no essure start date discrepancy (B)(6) 2012 or (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.492 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: uterus with cervix, bilateral fallopian tubes, and left ovarian cyst -pelvis-laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies and left ovarian cystectomy benign serous cystadenoma of the {left} ovary superfecial adenomyosis poorly developed proliferative endometrium no atypical endometnal hyperplasia polyp, chronic endometrrns, or malignancy chronic cervicitis, squamous metaplasia. And nabothian cyst; of the cervix uteri right fimbriated fallopian tube complete cross-section reveals no pathological abnormalities left fimbriated fallopian tube complete cross-section reveals a hydatid of morgagni. Gross examination: myometrium: appearance: tan-white, embedded wires at the cornua. Specimens: uterus, cervix, bilateral fallopian tubes left ovarian cyst pertinent history: menorrhagia, pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: medical device removal event updated to embedded device. Reporter and patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no essure start date discrepancy (B)(6) 2012 or (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter , essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment notes as complement, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.